Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality was confirmed; the probe¿s is giving a poor image. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The probe¿s is giving a poor image due to an internal failure. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Found during evaluation: the probe¿s is giving a poor image due to an internal failure.